Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 600 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found the pink slide had not moved forward as intended; this is indicative of a needle mechanism failure. As treatment, a new pod was applied and a bolus was delivered.

Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was found exposed at the distal tip of the soft cannula. The formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. The formed needle was found to be bent at the location where it is installed into the slide retract, and damage was found to the slide retract to indicate that the hard cannula was improperly installed. The exposed portion of the soft cannula was also found to be leaking, although, it cannot be conclusively determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.